Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support it was noted the patient was in kidney failure with elevated enzymes and was receiving continuous renal replacement therapy. The patient also experienced atrial fibrillation during support. Additionally, it was reported the pump stopped twice during the night. No additional information regarding the resolution for these issues is available. Additional information noted the patient was made a do not resuscitate by the family, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: renal failure. Impella cp with smart assist. Section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Pump stop. Impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ . Section: using the automated impella controller with the impella rp with smart assist system catheter. As noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.